Manufacturer narrative:
Visual examination of the returned screwdriver found a break in the instrument's distal, fluted tip. The broken portion was not returned. The remaining flutes were found to be twisted which is indicative of the application of excessive force during screw tightening. Hardness testing was performed and the instrument met hardness specification requirements. Review of the device history record confirmed the lot met specification requirements when released to stock. Although the cause of tip breakage cannot be positively determined, the damage is indicative of the application of excessive force during screw tightening. At this time, the complaint is considered to be closed.

Event description:
Contact reports the distal tip of the screwdriver, lot g1204, brok off in a screw head during revision surgery to remove a spinal plate. This is one of three screwdrivers whose tips broke during the procedure. As a result, two screws as well as a portion of the plate could not be removed. The procedure was extended by more than 30 minutes. There were no adverse consequences to the pt. However, the surgeon commented that the pt could develop swallowing difficulty as a result of the presence of the plate and screw remnants. See medwatch report 1526439-2007-00297 for the other two screwdrivers involved in this event.